Event description:
While struggling to remove the uterus from the vaginal vault, the vcare manipulator came apart. The balloon at the distal tip separated from the shaft which allowed the colpotomy cup and occluder to slide off the shaft.